Event description:
The technician alleged the side rail will raised, it stuck and would not lock in the up position. No pt impact.

Manufacturer narrative:
The technician found the cause to be the blue proximity magnet had popped loose and was keeping the side rail from locking in the up position. The technician reinstalled the blue proximity magnet to its proper position to resolve the issue.